Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) was review and no discrepancies related to the reported issue were uncovered. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a knee arthroscopy procedure with a ¿shaver blade full-radius resector large hub yellow¿. The shaver blade left metal shavings in the patient during surgery. The physician was able to rub them out of the patient. The shaver blade was also making a clicking sound during use. There was no patient consequence reported. The clicking sound was assessed as not reportable. The metal shavings left in the patient was assessed as a reportable malfunction.

Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 10/22/2018. Therefore, populated device available for evaluation?, is device returned to manufacturer? And date device returned to manufacturer. Investigation summary: it was reported that a patient underwent a knee arthroscopy procedure with a ¿shaver blade full-radius resector large hub yellow¿. The shaver blade left metal shavings in the patient during surgery. The physician was able to rub them out of the patient. The shaver blade was also making a clicking sound during use. There was no patient consequence reported. While there are contaminants present and indications of use, the device appears visually acceptable and there was no indication on metal degradation or contact with other metal. During the evaluation of insertion and spinning the inner part inside the outer part's sleeve, there was no observation of sound, such as a clicking, heard. The proximal end of the inner shaft was placed on a small lint-free cloth on the work station. 70% ipa was sprayed directly into the shaft of the inner from the distal end of the inner. A channel cleaning brush was placed down into the shaft of the inner from the distal end. The lint-free cloth was inspected under 36x magnification. No debris was observed or found. Unable to verify the presence of any remaining metal shavings. The device history record (DHR) was review and no discrepancies related to the reported issue were uncovered. There are no observed findings and no conclusions determined which could explain the presence of shavings originally reported at the time of its use. Manufacturer's reference number: (B)(4).